Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user called to set up a replacement color ilet, connected a g7 sensor, and configured therapy with a 23-inch infusion set, experiencing difficulty removing adhesive backing and using two sites before successfully inserting a new needle. They entered weight, initiated automated therapy, and received guidance on date and time settings and confirmed address for replacement infusion sets. Symptoms included hyperglycemia, with the user reporting being high after a period of disconnection from insulin and a history of running high. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and user education. Investigation included user interview and guided setup support. Investigation of this case revealed no device alarms or malfunctions reported and improper or delayed insulin delivery due to disconnection before setup as the likely contributor to elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.